Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler when breaking down the cycler at the end of their pd treatment. The patient reported receiving an air detected in cassette alarm earlier in the treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and the cycler was replaced. Additional information was solicited, but unavailable.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Dimming display occurred when cycler turned on. The brightness would not change when level adjusted to 10 (maximum brightness). During internal inspection, the inverter board transformer found burnt. A known good inverter board installed and the display became operational. Removed functioning inverter board from the front panel assembly after testing. An accelerated stress test was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. The patient sensor calibration check passed. The mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. Positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a mushroom head check had been performed on the device, prior to the event. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.